Event description:
It was reported that merlin.net revealed a high ventricular lead impedance alert. The patient was brought into the clinic and upon device interrogation, the right ventricular lead exhibited high impedance and high thresholds. The lead was capped and replaced. There were no adverse consequences for the patient.